Manufacturer narrative:
Batch review performed on 27 april 2026: lot 2247369: (B)(4) items manufactured and released on 07-mar-2023. Expiration date: 2028-feb-20. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported events during the period of review. Root cause: the surgeon revised liner height and resurfaced the patella bone, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient had anterior knee pain and the cause is unknown. At about 2 moths from primary the surgeon revised the patient`s natural patella and revised the 4r - 10 mm insert to a 4r - 11 mm insert at his discretion to improve knee stability. The surgery was completed successfully.